Event description:
The rptr stated that they did back to back blood glucose tests. Rptr stated this was an am fasting test, and when test was low, retested. Rptr used separate fingersticks from each hand. Rptr did not feel low symptoms; had a headache, their results were 49 and 76 mg/dl. A control solution test of 120 mg/dl was in range. On followup, rptr stated that they check their confirmation dot for enough blood. No harm was alleged.